Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although the reported difficult to remove was unable to be confirmed due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties to be related to the patients anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a longer than 25mm, 70 to 99% stenosed, severely calcified, de novo lesion in the right coronary artery (rca). A hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced without resistance, followed by advancement of an unspecified balloon catheter over the bmw to the lesion. At the conclusion of the procedure, an attempt was made to retract the balloon catheter over the bmw, but resistance was felt against the lesion calcification and the bmw during attempted withdrawal with no force applied. Both the balloon catheter and guide wire were withdrawn as a single unit. During retraction of the two devices through the guiding catheter, the most distal 40cm of the guide wire tip had separated while inside of the balloon catheter. All devices with separated distal guide wire portion were, thus, able to be simply withdrawn without intervention. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.